Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on nano meter, within 10 minutes: 500 mg/dl and 215 mg/dl. No adverse event reported. Test strips are no longer available; no product will be returned.